Event description:
The distributor stated that one of their customers had reported that the cutter started making an unsual noise followed by the inner cutting tip becoming detached from the cutter and having to be retrieved. It was further that a post op xray revealed a nil event,